Event description:
Procedure: burch. Reportedly, the instrument would not release the tack. When the surgeon tried to pull the instrument off the mesh, the mesh tore. The mesh was replaced, and had to be sewn in place instead of using the tacking instrument. No reported patient injury.